Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report an issue testing with the onetouch ultra2 meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 4:18 pm the patient attempted to test her blood glucose level using the reported meter, but was unable to obtain a reading. Troubleshooting revealed the patient was attempting to test while in the meter¿s setup mode. Thirty minutes afterwards, the patient experienced the symptom of shaking. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The issue was resolved with patient education. There was no evidence the meter was not functioning appropriately. The meter and test strips were replaced. The patient¿s testing technique was incorrect by attempting to test her blood glucose level while in the setup mode of the reported meter. However, as the patient suffered symptoms suggesting severe hypoglycemia after the use of the meter, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.